Event description:
It was reported that the lead was capped and replaced due to externalized conductors.

Manufacturer narrative:
No medwatch form was received a partial lead was returned, cut at 13.6cm from the connector pin. The damage found was sustained during the surgical procedure.